Event description:
It was reported that a malfunction occurred on the pump due to a software error, indicated by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur afterward. The customer was informed they could continue using the pump and advised to call back if any further issues occurred.